Event description:
Customer reported the insulin pump alarmed button error. It also had a crack by the battery chamber and the reservoir chamber. Customer also reported the device got wet. Customer's blood glucose was 98 mg/dl. Customer reported the device was exposed to moisture, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded express bolus, escape and act buttons on the keypad traces. No button error alarm during testing and no moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The insulin pump has minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and stained end cap sticker.